Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. The customer was made aware of the limitation located in labeling which states, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. No one test method is capable of detecting all antibodies".

Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening assay on galileo echo m00710.